Event description:
It was reported that the sonopet tip broke off at the middle prior to a case. The case was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the sonopet tip broke off at the middle prior to a case. The case was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of the mid-tip broke off was confirmed during investigation of the handpiece when it was found the angle nut was broken. No problems were found during evaluation of this tip and the device did not cause or contribute to the reported event as it is a concomitant product of the handpiece. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.